Event description:
It was reported that during a coronary treatment procedure, thrombosis occurred.the kinetix guide wire was advanced to the unspecified target lesion and while advancing the wire the device lifted plaque in the lesion, causing thrombosis in the vessel. The kinetix guide wire was removed and the procedure was completed with a non bsc guide wire. No additional patient complications were reported with the patient's current condition listed as fine. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)